Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; h2; h3; h4; h6. Visual examination of the provided picture identified the hex driver has fractured at the tip. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were update/corrected: a1, a5, b5.

Event description:
It was reported that the product is broken. The event occurred during a revision surgery where competitor devices were removed and replaced with zimmer biomet devices. No piece fall in patient; the product was found broken.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected: d4 lot number was corrected

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product is broken from the warehouse. No patient involvement.